Event description:
It was reported that a 3.0x48mm xience xpedition stent and 2.5x48mm xience xpedition stent was implanted in the left anterior descending (lad) coronary artery. During post dilatation, of both devices, a distal edge dissection was noted. An unplanned xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported. There was no additional information was provided.

Manufacturer narrative:
(B)(4). The rx xience xpedition 2.50 x 48 mm stent is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.